Event description:
It was reported the "buttons" on the pump were delayed in responding to touch, though no information was provided on if the customer was referring to the wake button or the buttons on the pump touchscreen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.